Manufacturer narrative:
The device was no returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that the cannula dislodged from the infusion site and that her blood glucose read high (>500 mg/dl).